Event description:
Baxter germany reported "broken twist clamp after 3 weeks" with the transfer set. This was noted during use with no patient injury or medical intervention reported by the complaint coordinator.